Event description:
It was reported that the patient's lead showed high impedances on 1-8 contacts. In turn, the surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000078015.